Event description:
As reported by the user facility: according to the complainant, the nurse had an issue with the intralipids not infusing enough as per order. The nurse hung the syringe at 2305 at a rate of 1.83 milliliters (ml) per hour (hr) with a volume to be infused (vtbi) of 36.6 mls. The nurse noted that the pump began beeping downstream occlusion. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.